Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned device underwent a product evaluation. When fresh batteries were inserted, all indicator lights were solidly illuminated and the device did not function. This confirmed that the device entered a non-recoverable error state. If the pump does enter an error state, it must be replaced. This is a patient safety feature. Device performance data suggests that the device failed due to a sudden pressure drop, indicating that the device was probably disconnected from the dressing. A relationship between the event and the device was confirmed. The root cause was determined as user variance. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pump had been in use for approximately two days then all of a sudden the lights all went on and the pump couldn't be restarted or reset. After investigating the pump unit the issue was confirmed when putting the batteries into the pump all the lights go on and don't come off. The pump doesn't start or can't be restarted. No harm or injury reported.